Event description:
At an unk date, a pt was implanted with the gore tag thoracic endoprosthesis. At another date, also unk, the images showed the device has partially infolded. No endoleak was noticed and the pt is doing fine.

Event description:
It was reported that the device was explanted after implant duration of approximately 70.6 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic regurgitation and aortic stenosis. Per the operative report of the month prior, "the patient is status post a 23-mm pericardial prosthesis in 2003, who was found to have significant stenosis and regurgitation of her aortic valve. It was felt would be best served with surgical intervention."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.